Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, however, at this time no further details have been provided. If any additional information is provided in the future, a supplemental report will be submitted.

Event description:
The customer reported that while the cs300 intra-aortic balloon pump (iabp) was in use on a patient it alarmed with a "low vacuum" alarm. They rebooted the iabp and then the screen froze up, despite rebooting several times more. The iabp continued to operate but they were unable to use the keypad commands. The iabp was replaced and no adverse event has been reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and none of the display buttons were responding. The stm replaced the display board but it was still not responding so he then replaced the display cable that connects the main printer circuit board to the display printer circuit board. This fixed the display issue. The stm was then able to see the fault logs and verified the low vacuum alarm and shutdown faults. The stm ran the iabp for an hour without any issues. A full calibration and functional check was performed per the factory calibration procedures. The iabp was then returned to the customer and cleared for clinical use.

Event description:
The customer reported that while the cs300 intra-aortic balloon pump (iabp) was in use on a patient it alarmed with a "low vacuum" alarm. They rebooted the iabp and then the screen froze up, despite rebooting several times more. The iabp continued to operate but they were unable to use the keypad commands. The iabp was replaced and no adverse event has been reported.